Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The photo does not show any metal shavings. The most likely cause for the reported failure can be attributed to user error due to excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
On 05/15/2024 additional information was received by an arthrex subsidiary employee via email who stated that the fragments from the patient were just burrs from the blade that they tried to absorb with the suction. Rf was used to complete the case.

Event description:
On 04/16/2024, it was reported by an arthrex subsidiary employee via sems-06541006 that an ar-8400ex excalibur was producing debris. This occurred during a knee arthroscopy procedure when the oscillating teeth collided with the sleeve of the blade itself, producing debris. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.